Event description:
Surgeon reported treatment was taking too long, and decided to stop by releasing the foot pedal. It was also noted that the treatment started from 0%, instead of the expected 70% as this treatment was intended to complete the remaining treatment from a prior aborted surgery. Pt outcome was noted to be 20/20, a day after this reported event. No further details were shared with regards to the pt outcome. The event involving the prior aborted surgery, for this case has been reported earlier in a different MFR report.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).